Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that lightsource black handle is broken; displaying e-1 error; lightsource shuts off intermittently.